Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 447 mg/dl. The wife stated that her husband has been having trouble with his blood sugars. The wife stated that when her husband took the cannula out, it was bent. The customer was advised by the doctor to change his site and infusion set. The wife stated that her husband kept getting no delivery alarms when trying to fill the tube. The customer was assisted with how to perform the infusion set change. The customer is being sent a new quick set.